Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the electronic gas delivery system made a noise and the gas flow dropped from 3.0 lpm to 2.5 lpm without the user touching the manual control knobs or the central control monitor. The user reported after a short period of time, the gas flow would go back to 3.0 lpm flow. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.